Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the left distal humeral fracture with the guide wire in question. During the guide wire insertion, when the tip of the guide wire reached halfway, the guide wire broke and only the tip part remained in the body. The surgeon tried to remove it by pushing it out using another k-wire owned by the hospital, but it could not be removed. Removal from the contralateral side was considered, but it was abandoned at the discretion of the surgeon because of the distance and the thought that it was impossible to restore the reduction because the reduction position was disturbed. The surgery was completed successfully within thirty (30) minutes delay. The surgeon commented that there was a possibility of breakage due to stress during insertion and as the guide wire was bent inside the bone, stress was concentrated locally. No further information is available. Concomitant device reported: unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 292.623, lot (charge): 75p1063, manufacturing site: balsthal, release to warehouse date: 06.nov 2020. A manufacturing record evaluation was performed for the finished device 292.623 lot number: 75p1063, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual and dimensional inspection including a review of the raw material certificate. Visual analysis of the returned sample determined that the threaded part of the guide wire is broken off at the cross over from the shaft to the thread, the fragment was not returned for evaluation. In general is the guide wire in a extremely bad condition, there are excessive stress marks all over the shaft and the wire is strongly bend. Dimensional analysis did not detect any deviation from the specification. The review of the raw material certificate has show that the used material was as required stainless steel according to iso norm 5832-1. It should be noted that product failure is multifactorial. Based on the information currently available and the condition of the device we have to assume that the guide wire was exposed to excessive forces and that finally a mechanical overload did lead to the breakage. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.